Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): customer purchased 5 flowflex kits, all of which produced invalid results. Only the t line appeared. The c line did not appear. She followed the directions exactly and waited 15 minutes. The kits were purchased at walmart. She is only able to provide a picture of 2 out of the 5 tests.